Manufacturer narrative:
The reported event was confirmed cause unkown. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with cut portion of inlet tubing. This sample will be tested for "misassembly". Visual inspection noted misalignment of the thermistor wire tip near the catheter tip. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was naturally fell out. The catheter was placed in the operating room on (B)(6), when the patient returned to the east 4th floor ward, the patient reported that the catheter had fallen out naturally. Upon checking, the catheter had been found to had naturally fallen out. All pretests had been performed in the operating room and had been confirmed. Per internal bd comments received on 22aug2025, three cases of spontaneous removal had occurred in the past week. Per additional information received from rcc on 10sep2025, stated that they also confirmed the misalignment of the sensor tip of the thermistor wire.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was naturally fell out. The catheter was placed in the operating room on (B)(6), when the patient returned to the east 4th floor ward, the patient reported that the catheter had fallen out naturally. Upon checking, the catheter had been found to had naturally fallen out. All pretests had been performed in the operating room and had been confirmed. Per internal bd comments received on 22aug2025, three cases of spontaneous removal had occurred in the past week. Per additional information received from rcc on 10sep2025, stated that they also confirmed the misalignment of the sensor tip of the thermistor wire.